Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal aseptic transfer kit housing was installed properly like it should be with a battery (light on green). When the doctor started using the universal handpiece he turned the motor up side down to use it for sawing into the bone and it fell out of service. Another battery was replace immediately but that one did not work either. The doctor switched to an electrical cable and then finally it worked properly.